Event description:
Meter name: ot basic. Strip name: one touch. Meter code: unknown. Strip code: unknown. Strip storage: unknown. Symptoms: none. A patient reported they were unable to test. Their meter allegedly would only prompt message redo check, insert strip. There was no result on their meter. There were no other tests or comparisons. Not treated. No further information has been reported.